Manufacturer narrative:
Patient programmer: model 3037, serial # (B)(4), implanted: na, explanted: na. Lead: model 3889, lot # v304388, implanted: 2009 (B)(6), explanted: unk.

Event description:
It was reported that the patient never had therapeutic effect and had a loss of bladder control. There were no known accidents or incidents related to this event. The patient had had chiropractic adjustments. The patient reported that sometimes the device worked 100% in a day and other times she had 3-4 accidents. An x-ray of the lead and/or extension area was recommended. Additional information has been requested, but was not available as of the date of this report.